Event description:
Consumer reports undergoing a bowel resection procedure due to adhesions and bowel erosion associated with surgical tackers placed during a previous hernia repair. The pt reports developing a surgical site infection four days following the procedure. The attending surgeon reportedly explanted skin staples, and bluntly reopened the surgical site. Antibiotics and wound dressings were prescribed. The surgical site was allowed to heal by secondary intention. The wound remains unhealed with 3 holes in the incision line.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.